Manufacturer narrative:
The device was not returned to zoll medical corporation, but a zoll field service technician (fse) was able to evaluate the device at the customers site. During the investigation it was noted that the monitor was found without a battery installed. A new battery was inserted, and the device powered on normally. The mfc cable was inspected and showed no visible damage. Preventive maintenance (pm) was completed, and the unit was returned to service. The logs were returned to zoll for review. Log analysis confirmed that the entries from 12/26/25 correlate with the reported event. Entries suggest the device was operating with a low-charged battery at the time of the event. No explicit low-battery or battery calibration messages were recorded in the logs. Based on the log review and field testing, the device was found to operate as expected. No emerging trend based on similar reports.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device internally dumped the energy and failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.